Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed and another occlusion alarm occurred. Customer's blood glucose was in the 300's mg/dl. Customer cleared the alarm and insulin delivery was resumed.